Event description:
It was reported by the affiliate that the (1) tim20 was used during an unk procedure and the clips were spitting. The case was completed with another instrument. There was no consequence to the patient.